Event description:
It was reported that a physician's (B) (6) handheld device would not hold a charge despite being fully charged prior to use. The handheld is stored on the charge desk and is not in any direct sunlight. There is no evidence of mishandling or damage, however, the cable connection did appear to be a little loose. Good faith attempts to obtain the handheld for device evaluation have been unsuccessful to date.